Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several vf episodes were stored in the device due to noise caused by suspected lead fracture. The patient did not receive inappropriate therapy. The noise was re-created in the clinic. Tachy therapies have been permanently programmed off. There is no plan to remove or replaced the lead.